Event description:
It was reported that the reservoir leaked. Customer stated that the black rubber is distorted and causing the insulin to leak. The blood glucose reading is 154 mg/dl. The insulin leaks from the o-rings. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.